Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" error code was found in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen blender circuit board to address the issue. The repair was canceled due to the lease term of the device being up. The device will be scrapped. Additionally, the device's software version was checked (ver. 14.1.03). The faulty oxygen blender circuit board will be returned to the manufacturer for further evaluation.